Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robot-assisted thoracoscopic upper left lobectomy, when resecting the bronchus, poor formation occurred. A few staples on the outer side at the tip part of the reload became u-shaped. It was also noted that the staple line was incomplete distally and the jaws of the device lock on tissue that additional reinforcement suturing was performed to fixed the staple line.